Event description:
It was reported that on three occasions air was noted in the line below the pump and the pump did not alarm. There was no pt consequence.

Manufacturer narrative:
MFR's report date 01/19/1998. Three samples were returned and were visually and functionally tested. The co was unable to duplicate a leak with two of the samples, however, one sample was found to leak at the air in line adapter to the pvc tubing due to insufficient solvent being applied during the mfg process. Two issues have been identified that have contributed to this issue. The first issue was a dimensional fit between the adapter and the tubing. The second issue was an assembly technique. The following corrective actions will be implemented to address these issues: manufacturing has implemented a leak test to this engagement. All solvent bond pot tips are being replaced twice a shift to ensure even distribution of solvent to the bonding area and to decrease the potential for incomplete solvent bonds. The tubing MFR has extruded tubing on the larger end of the specifications to increase the interference of the adapter to the tubing which will increase the bond integrity and strength. All employees have been made aware of this issue, and have been retrained accordingly. The dimensions of the lower port on the adapter will be modified and qualified to increase the interference between the adapter and the tubing.